Manufacturer narrative:
Additional information: h6. An event of a leak after placing the ring was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) a 30mm sjm rigid saddle ring was selected for implant. After placing the ring a leak was noted by performing a leak test. The ring was removed and exchanged with a 29mm sjm masters series mechanical heart valve. After placing the mechanical valve no paravalular leak or regurgitation was noted and procedure was completed without and complications. On (B)(6) 2021, right sided stroke was noted with acute symptomatic epilepsy. The patient was reported to be in stable condition and since has been discharged. (Crd_985 - arb pmcf; eu1671-302; r626171501, r624984101, r626172901).